Manufacturer narrative:
Device evaluation of electrode belt has been completed. The reported problem (ecgs nonfunctional) has confirmed that the cable wires were broken. The root cause for broken wires was unable to be identified. There was no adverse event that resulted from the damaged belt.

Event description:
A us distributor reported that an electrode belt had non-functional ecgs.